Manufacturer narrative:
Product ID 8711, lot# j11450r31, implanted: 2003 (B)(6); product type catheter. (B)(4) .

Event description:
Information was received from the health care provider (hcp) via a manufacturing representative , regarding a 24 year old male patient receiving intrathecal gablofen 2000mcg/ml at 423.9mcg/day via an implantable infusion pump. The indication for use of the device was for intractable spasticity and cerebral palsy. The patient's medical history included hydrocephalus with vp shunt, tracheomalacia, sleep apnea, gastroesophageal reflux disease, chronic otitis media, kyphosis and scoliosis, gastroparesis, osteoporosis, constipation, hiatal hernia, cortical blindness, dry eyes, and allergies. It was reported that on 2015 (B)(6), the patient was seen by the surgeon due to post-operative fluid collection around the pump. The surgeon aspirated fluid in pocket under sterile conditions, and it was found to be serous fluid. It was also tested for occurrence of baclofen. No fever, no chills, no sweats were reported. No signs of infection. Incision was noted as clean, dry, intact, and well healed. The patient did have pump replacement in (B)(6) 2015, but the catheter was tested at that time and no issue was identified. On 2015 (B)(6), the patient was taken to the operating room, the pump pocket was incised, and a large amount of clear fluid burst forth. When the catheter access port (cap) was aspirated, the cerebrospinal fluid (csf) return was sluggish and filled with bubbles. Upon closer inspection, there was a small pin hole at the pin connector between the proximal and distal segment approximately 25 cm back from pump. This 25 cm was explanted, and a new 25 cm segment (8596sc) was added. After the new pump segment was placed, good csf return was obtained through cap. The catheter was noted as discarded, as the catheter was cut at the pin hole site and not sent back for analysis. The issue was reported as resolved. The patient status at the time of this report was "alive- no injury." Additional information received from the nurse reported that measurements of the seroma were not recorded anywhere in the patient's chart, but that the fluid tested negative for baclofen. Additional follow-up was conducted to obtain the cause for the pin hole. If additional information is received this report will be updated.

Event description:
Additional information was received from a company representative that the pin connector appeared to have caused the pin hole in the catheter.